Event description:
The device's pacer function reportedly kept dropping the pacing current to 0 ma during the reported event. The cable and connection to the pt were reportedly checked and the reported malfunction continued to occur. The pt's details and outcome were not initially reported.